Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000060r, lot/serial #: rev 8 : s/n: 101398810 h3) the motion control was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability testing the reported issue was not confirmed. The motion control box was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. 2d and 3d imaging was successful. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated while troubleshooting. It was reported that the issue then recurred separately. Review of the error logs found that the gantry motion controller error. The motion controller was subsequently replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b i30000060r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system intermittently stopped 3d image acquisitions. It was noted that when attempting 2d and 3d image acquisitions, the system would not expose. There was no patient present when this issue was identified. Troubleshooting found that the gantry motion controller had returned errors on the reported event date and that restarting restored functionality in those instances. It was noted that the issue occurred on three separate dates, (B)(6) 2021, and that restarting the imaging system restored functionality. Additional information was received. It was reported that the two separate occurrences of the reported issue occurred during testing of the imaging system. It was reported that the issue occurred during a sacroiliac and thoracolumbar procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.